Event description:
It was reported that during a patient infusion of ceftazidime (2.5grams/100ml) with an intermate sv device, condensation was observed. The caregiver was advised to stop the infusion and disconnect. The duration of the infusion was 10 minutes instead of the expected 30 minutes. The caregiver contacted the hospital and was instructed to ¿miss the remainder of that dose and infuse the evening dose¿. On an unreported date, the patient experienced an unspecified infection. The cause of the event was unknown. The patient was hospitalized and treated with unreported medication. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection showed no evidence of "condensation" in the device. The device appearance was observed to be in normal condition. Evidence of normal flow was observed from the device when the luer cap was opened. There was no evidence of abnormality detected from the device during the evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The sample analysis identified that there were no leaks observed in the elastomeric reservoir. The device housing was dry. Along the elastomeric reservoir (balloon) there were white crystals observed, which suggests the salt, or the drug is precipitating out of the solution. The product was colored (light brown) due to meropenem. Meropenem was an additional component added to the device, once the product left controls. Precipitates inside the elastomeric reservoir are not likely to enter the blood stream, as there is a fluid path particulate matter filter in the bladder, welded to the stress member, preventing particulate matter from entering the blood stream if it is present upstream of the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Based on additional information received, the intermate device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.